Manufacturer narrative:
The customer advised physio-control that they have evaluated the device and verified the reported issue. The power pcb assembly was replaced and proper device operation was observed through functional and performance testing. The device has since been returned to service for use. The device was not returned to physio-control for evaluation.

Event description:
The customer reported that their device would no longer power on with ac or dc power. There was no patient use associated with the reported issue.